Event description:
End user's reports operating the power wheelchair outside on a sidewalk with the footplate in the up position, she let go of the joystick, and her foot got caught between the footplate and sidewalk. The end user was not wearing her seat belt.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. End user reported driving the power wheelchair outside on a sidewalk with the footplate in the up position and her feet dangling. Additionally, the end user was not wearing a seat belt.